Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial lead exhibited high capture threshold. The atrial lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections found no anomalies.